Event description:
Revision surgery- the pt had a loss of motion.

Manufacturer narrative:
The reason for this revision surgery was identified as loss of motion after 2.3 yrs of pt use. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history record show no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part. The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product.